Event description:
The customer reported that "the pt was extubated due to the fact that they felt the tube "had moved above the cords and was out." The customer reported that replacement of the tube was required and the second tube stayed in place.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed therefore we a re unable to determine the cause for this specific event. We are unable to determine the exact cause for this specific event however, manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Info of this nature is included in our database and monitored through trending.